Event description:
Additional information received indicated that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to environmental electromagnetic interference. The review of egms showed pauses in pacing due to oversensing. Programming changes were recommended.